Event description:
New information received notes that the patient condition post-procedure was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lv lead was difficult to position during procedure. The lead was explanted. No further information available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.